Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate fingersticks. Rptr's results were 229 and 134 mg/dl. Rptr did not have any symptoms. On followup, the rptr inserts strip fully into meter. Rptr's technique of applying blood is accurate. Rptr cleans the meter and uses control solution on a regular basis, and checks the back of the test strip for the blue confirmation dot. No harm was alleged.